Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connection (pins)) has been confirmed. Upon evaluation, the pins in the electrode belt¿s trunk cable connector were bent in a swirl pattern. The root cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt¿s nurse contacted zoll customer support to report that the electrode belt pins were bent and that the belt could not be connected to the monitor. The pt was provided with a replacement electrode belt.